Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the continued clinical observations with the caller. The consultant believes at some point, they will need to do something about the lead unless the gradual rise in shock impedance stops. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an increase in shocking impedance measurements multiple times with a jump from 60 to 75 ohms to 90 ohms in one day. There were no stored events in the arrhythmia logbook. A boston scientific technical services consultant discussed bringing the patient in for further evaluation and testing. No information was received at that time confirming it testing was performed. Additional information was received two years later noting that shocking impedance had exceeded 125 ohms on several occasions. No adverse patient effects were reported.